Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old caucasian female patient who underwent an unspecified breast surgery with a mentor smooth round high profile, 420cc saline breast implants has experienced unexplained systematic symptoms postoperative, including fatigue, tiredness, no motivation, no energy, breast lump, and rash. The patient stated that the mammogram examination showed spot on the left side, which didn't grow over the years. As a result, patient underwent bilateral removal without replacement on (B)(6) 2022. Patients' symptoms after explant improved. This report relates to the right prosthesis.

Manufacturer narrative:
On march 3, 2023, the patient advised that she was not feeling well and is now working on gathering the lab report for the ip and sending it to pe team. She advised the event year was 2013 but not sure on month and day. For the list of symptoms she provided event date 2013 got worst 2016 ¿ rashes all over body - mammogram done in 2014 found spot on left breast did not move or grow a biopsy was done no cancer found ¿ in 2019 patient was sent to a rheumatologist in 2021 and breast implant illness was suspected results did not confirmed illness all came back fine only found inflammation in blood work ¿ surgeon suggested to remove implant and found a lump attached to implant and both sent to pathology ¿ patient has lab report and will forward to pe ¿ rash & complications disappeared after surgery. Manufacturer¿s reference number: (B)(4).